Event description:
Patient bought several flowflex brand covid rapid antigen tests at the pharmacy. After testing positive she performed an experiment by using some of tests with no sample on it (test fluid with no body sample contamination) and got a false positive result on two separate lot numbers. Two (2) false positives on lot numbers cov2020167 and cov2010034. Nasal swab. Start: (B)(6) 2012; stopped: (B)(6) 2022. FDA safety report ID# (B)(4).